Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited electromagnetic interference that was over-sensed. No intervention was performed. The patient will continue to be monitored. No patient consequences were noted.